Event description:
It was reported that the health care provider (hcp) was going to remove the pump medication via the catheter access port (cap) on the date of the report. The reporter noted difficulty aspirating fluid through the cap. It was noted that they were attempting this in the hcp office without fluoroscopy, but they were using the template, and they noted feeling sure they were in the port. The reporter noted the hcp decided to run the medication in simple continuous. The new medication being put in the pump was bupivacaine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).